Event description:
The pt reported in 2005, they underwent pump and catheter replacement due to "a complete return of pain." The pt reports they spent ten days in the ICU before surgery, and stated " my respiration rate was two." The catheter was removed in 3 pieces. The pt reports they spent 32 days in the hospital after pump/catheter replacement. The pt then had physical therapy. Additional information has been requested from the hcp but was unavailable on the date of this report.